Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. One - patient alert for device circuit error occurred on (B)(4)-2011. One - por for critical ram parity error, address=289f, data=4d on (B)(4)-2011 22:20:46. The device was not returned but diagnostic information is consistent with reported event.

Event description:
It was reported that the device had an electrical reset. A manual charge would be required to reestablish charge time, and the lead integrity alert (lia) software needs to be re-installed. The device remains in use. No patient complications have been reported as a result of this device.